Event description:
Reporter stated that durng loading, the surgeon was maneuvering a collamer foldable intraocular lens model cc4204bf in the cartridge and the lens stuck in the cartridge and the cartridge tip cracked. No patient contact.

Manufacturer narrative:
Evaluation codes; results (other): visual inspection of the product shows the lens is stuck in the cartridge and the tip of the cartridge is cracked. Clear surgical residue on product. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.